Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed an isolated low flow event down to 0.0 lpm on (B)(6) 2024 at 17:56:26. The flow did not return to the same flow baseline level as seen prior to this drop in flow. The pump files show elevated rotor noise and a decrease in rotor displacement at that time.

Manufacturer narrative:
B5 - narrative information. H1 - type of reportable event h6 - health effect - clinical code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that there was mass located on atrial side consistent with vegetation-infective endocarditis. The event resolved with a plan to monitor. The patient experienced lightheadedness, and dizziness. An echocardiogram/ computed tomography scan showed scattered small volume subarachnoid hemorrhage with involvement of left frontal and right parieto-occipital lobes.

Manufacturer narrative:
Section b1: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm due to a sudden decrease in flow to 0 liters per minute (lpm). Although a specific cause for the low flow alarms could not be conclusively determined through this investigation, based on previous complaint history, the increase in rotor noise values during the decrease in flow, appeared to be consistent with a foreign material being ingested into the pump, contacting the rotor, and then passing through the pump. Additional low flow alarms, not associated with the foreign material were also confirmed through the submitted log files. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file collectively contained events from 19aug2024 through 21aug2024 and 26sep2024. A sudden decrease in pump flow, to values ranging from 0 ¿ 2.4 lpm, was captured on (B)(6) 2024, which resulted in a continuous low flow hazard alarm. Consistent with the controller event file, the left ventricular assist device (lvad) event log file also captured the decrease in pump flow on (B)(6) 2024. Increases in rotor noise and drops in rotor displacement values were observed during this time. The files showed that flow ultimately recovered, and rotor parameters returned to normal. Additional low flow hazard alarms were captured on (B)(6) 2024, which were associated with elevated pulsatility index (pi) values. No other notable events associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the file. It was reported that the patient had a mass located on the atrial side, consistent with vegetation-infective endocarditis. The patient also experienced dizziness and lightheadedness. An echocardiogram was done and a computed tomography (CT) scan showed scattered small volume subarachnoid hemorrhage with involvement of left frontal and right parieto-occipital lobes. The patient would be monitored. The patient remains ongoing on hm3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis and stroke, which may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files displayed a couple low flows with high pulsatility indexes (pi). 113 pulsatility (pi) events were captured in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.